Event description:
It was reported that the pt experienced a shocking sensation when stimulation was turned on. There was no known event that attributed to the shocking. The pt was experiencing the shocking at the implantable neurostimulator pocket when pressed on. The pt was still experiencing good stimulation. It was also reported that the pt had low impedances. The 0-3 electrode pair had <50ohms but was not used in programming. The pt was using the 0-2 pair. The healthcare professional reported that pt had a recent ipg change. The reason or date of the change was not provided. No outcome was provided.